Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level (bg) was high, however, a specific value was not provided. The customer addressed bg level with a manual injection. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.